Manufacturer narrative:
Corrected block: d10. Updated blocks: d9 and h6. The reported complaint was confirmed. The level sensor pads were returned for further evaluation. The level sensor pads are: part number 195240, lot number 956644, UDI (B)(4). During laboratory analysis, the product surveillance technician (pst) observed the level sensor pads to have excellent adhesion. He attached two level sensor pads to a lab use only (luo) reservoir. The level sensor pads had excellent adhesion to the reservoir for more than three hours. To remove the level sensor pads, the pst had to use a wedge and significant prying. A significant amount of the adhesion was left on the reservoir. It was determined that the level sensor pads had met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was not able to verify the reported complaint as the end user discarded both level sensors before she arrived. The fsr replaced the level sensors and left an extra set with the user facility as back up. The fsr asked the end user to not discard the level sensors in the future. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a continuous 'level sensor not attached' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: the perfusionist had an incident with the level sensing system during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. He set up the pads and sensors per the instruction for use (IFU) for the procedure. While on bypass, the level sensor pad alarm kept going off. He decided to place new pads on the reservoir, and this did not mitigate the issue. Upon replacing both pads with new ones, the end user waited several minutes before attaching the sensors onto the pads, but subsequently the end user experienced the same problem, whereby the pads would not stay adhered to the reservoir. The end user opted to turn off the level sensing system. The case was completed without incident. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this incident.

Manufacturer narrative:
Per data log review, the issue likely occurred on (B)(6) 2021. On (B)(6) 2021, both the alert and alarm probes were reporting status changes from coupled to uncoupled, back to coupled many times. This will cause the 'level not attached' alert message as reported. This indicated that the level probe was not making proper contact with the reservoir, possibly due to poor level pad adhesive to the reservoir. The log confirms the complaint. Per the field service representative (fsr), the level sensor had not been discarded, and she tested the sensor. The sensor passed all testing. She also stated the pads were not the issue as they were sealed well against the reservoir. The fsr replaced the level module as a precaution. The unit operated to the manufacturer's specifications. The replaced level module was part number: 802111, serial number: (B)(6). UDI: (B)(4) and was returned the manufacturer on 17aug2021. During laboratory evaluation, the product surveillance technician (pst) observed the level module to meet specification and pass all testing.